Manufacturer narrative:
The customer used a centrifugation spin time of 3 minutes. Based on the sample tubes used, this time is significantly shorter than the recommended time. The investigation determined that the issue found by the fse (sipper components) was the root cause of the event.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for sodium electrode (na), potassium electrode (k), and ise indirect na-k-cl for gen.2 (cl) on a cobas 6000 c (501) module. The initial na result was 160 mmol/l. The initial k result was 5.03 mmol/l. The initial chloride result was 86.5 mmol/l. The physician questioned these results and requested a new sample. The results from the 2nd sample were "within normal ranges." The original sample was repeated on a different c501 module, and the na result was 139 mmol/l, the k result was 4.35 mmol/l, and the cl result was 103.1 mmol/l. The repeat results were believed to be correct.

Manufacturer narrative:
No electrode lot numbers with expiration dates were provided. Calibration was last performed on (B)(6) 2026 with no issues. The customer stated qc was acceptable. There were multiple abnormal aspiration alarms noted on the date of the event, near the time the sample was processed. This is an indication of possible poor sample quality. The field service engineer (fse) replaced the sipper components, fluidic tubing, and syringe seals. The rinse stations were adjusted, and the gear pump pressure was verified. Ise checks, calibration, qc, and precision testing were all acceptable. The investigation determined that the service actions resolved the issue.